Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal circumflex coronary artery. The pt was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail 15/2.5mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.